Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The catheter was tactilely and visually inspected; there was blood in the inflation lumen and in the balloon and the shaft was kinked from the distal tip. Microscopic examination of the balloon did not reveal any damage or tears. Functional testing was performed using an inflation device filled with water. The device was inflated and leaked from the distal tip and the exit notch which indicates an inner leak. There was no balloon leak. Magnified inspection of the inner revealed a puncture consistent with guidewire interaction from the distal tip where the device was kinked. Shaft damage was found which likely compromised balloon inflation. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the moderately calcified and moderately tortuous left posterior tibial artery. After a non bsc guide wire crossed the target lesion, the 2.0mm x 220mm x 150cm coyote balloon catheter was advanced. The balloon was inflated for 15 seconds however it ruptured at 10 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed with another with same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the moderately calcified and moderately tortuous left posterior tibial artery. After a non bsc guide wire crossed the target lesion, the 2.0mm x 220mm x 150cm coyote balloon catheter was advanced. The balloon was inflated for 15 seconds however it ruptured at 10 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed with another with same device. No patient complications were reported and the patient's status was good.